Event description:
Both previous neurologist and new neurologist have experienced difficulty communicating with the patient's device. It was reported that the communication difficulties were believed to be due to device placement because the generator was implanted deep in the axillary region. New neurologist indicated that the device was not palpable and referred the patient for revision of the pulse generator location for easier device communication. Further follow-up revealed that the patient underwent generator replacement surgery. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. It is believed that the deep axillary placement of the generator was the cause of the reported communication difficulties. No adverse event was reported in conjunction with the reported device problem.